Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads - cracked, cracked keypad overlay, broken belt clip rails, cracked case-corner of belt clip rails and partially broken retainer. In summary, customer allegations for cosmetic damage were confirmed during visual inspection when broken belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cracked pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Damage to pump was caused by the customer and/or by normal wear and tear. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1880l was returned for analysis.